Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Quidel hr reported 1 false positive sofia sars result for 1 employee during on-site employee testing. It is unknown whether the patient was asymptomatic or symptomatic. The result was confirmed negative through pcr testing